Event description:
A us distributor contacted zoll to report that a patient developed a broken skin irritation under the lifevest equipment. The patient described the area as tender and broken skin but not bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a&d ointment for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.